Event description:
A pt reports that both of their battery packs are getting charger faults. When they inserts either battery pack into the charger the "charger fault symbol" lights. The same thing happens when the batteries are inserted into a new charger.